Event description:
It was reported that a vented solution set leaked from the injection site during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any defects associated with the reported condition. The device was gravity tested and underwater pressure tested. No signs of leakage were present. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.